Event description:
Essure products I had in 2009 caused extensive weight gain, bloating, I look like I'm (b)(6 always since procedure. Have multiple fibroids and a polyp now, heavy periods and bleeding, anemia, fatigue, constipation, ibs, stomach problems.